Event description:
It was reported to baxter (B) (4) that a reservoir of a basal/bolus infusor ruptured during filling. The unit was being filled with morphine hydrochloride. There is not report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the device was not sent in or made available for evaluation by the customer. This issue is known within baxter. The issue is currently being investigated under CAPA-(B) (4). (B) (4)